Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between ccpd therapy utilizing the liberty select cycler/liberty cycler set and the adverse event(s) of peritonitis requiring antibiotic treatment. However, there is no allegation, nor any objective evidence indicating the patient¿s liberty select cycler and/or liberty cycler set malfunction, or any fresenius product(s) issue caused or contributed to the patient¿s event of staphylococcus epidermidis peritonitis. Based on the available information, the exact cause of the staphylococcus epidermidis peritonitis is unknown. However, staphylococcus epidermidis is the predominant normal flora of human skin and the most frequently identified cause of pd-associated peritonitis. Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a peritoneal dialysis patient experience peritonitis. Upon follow up the pdrn stated that a peritoneal dialysis (pd) culture was obtained on (B)(6) 2019 and returned a positive result for staphylococcus epidermidis. The pdrn states that the patient was not hospitalized for peritonitis. The patient was able to continue pd treatment on the cycler without any issues. The patient was treated with ancef. The cause of infection was unknown.